Event description:
Pt had surgery that day, and sent to pacu. IV bag noted to be almost empty. When new bag started, it was noted that black particulate matter on IV bag was at site of spike. Surgery center staff also noted a white area that looked like it was shrunk. Bag and tubing sent to lab for cultures including fungal. As of today, cultures are finalized and are negative for bacteria and fungal matter.